Event description:
It was reported that the high impedance was detected prior to device implant. The generator was interrogated while still in the package and therefore high impedance was detected, as expected, because the generator was not connected to a test resistor or lead. High impedance being detected prior to implant is not indicative of device failure. No further relevant information has been received to date.

Event description:
Per a periodic review of the manufacturer's programming history database, system diagnostics detected a high impedance event on a on (B)(6) 2018. No other system diagnostics results were available from the programming history. It is unknown whether the device was implanted at the time the high impedance was detected. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.